Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed where it was noted that a portion of the bending section skeleton was protruding out from the bending section cover near the insertion tube side. A leak and broken fibers were also noted. The bending section damage was concluded to be the cause of the leak on the bending section cover. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. The device was serviced and returned to user facility.

Event description:
It was reported that there were defects of the distal end of the scope and the wires were exposed.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. Based on similar reported complaints and the device evaluation, the legal manufacturer attributes the likely cause to user handling or technique.